Event description:
It was reported that the patient had a stimulator implanted in 2008. Then the doctor removed the stimulator in 2009 and there was fibrosis that developed at the lead tip. Now the patient was concerned about having it occur again and the doctor stated it was likely since it happened before.

Manufacturer narrative:
(B)(4).